Manufacturer narrative:
The devices were not released to be returned for evaluation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient underwent surgical intervention to replace the scs system. Reportedly, the patient's scs lead was fractured. There were no complications during the surgery.